Event description:
It was reported that the patient experienced a loss of therapeutic effect. It was stated that therapy stopped working several days ago and the patient had not urinated in several days. Adjusting stimulation did not help. The patient reportedly fell in her drive way the other day and thought that was likely the cause. It was noted that the patient had 5 surgeries and the implant was ¿tied around her pelvic bone, thus being vulnerable.¿ it was also noted that the patient would be or had relocated.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had a history of urinary urgency and frequency, which was refractory to medical management. The patient had reportedly done well with therapy and had revisions. The patient presented to the physician's office with a nonfunctioning device (no sensation or motor response despite altering programs or amplitudes). The implant had decreased battery life due to the "malfunction." The patient was taken to surgery for a revision.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v423811, implanted: 2010-(B)(6), product type lead, product ID 3037, (B)(4), product type programmer, patient. (B)(4).